Event description:
It was reported that during a prostate procedure the aim beam was ¿very low¿. The case was completed using second fiber. There was no pt or user injury reported.

Manufacturer narrative:
The component code for fiber and cap refer to the results code for thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone. Both caps remain intact and attached. The fiber has slightly pushed forward in the metal cap and rotated off center. The fiber condition would likely result in activation of the systems fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and or send the system to standby mode. The fiber/cap conditions could result in forward firing. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage.